Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at the first post-operative visit the surgeon observed one of the haptic's of the intraocular lens (iol) was in the sulcus. The patient had visual disturbances. During repositioning, the surgeon noticed that the capsular bag was unstable (suspected pseudoexfoliation) and decided to explant the iol and implant a three piece iol in the sulcus. The explanted iol was discarded by the customer. Further information was provided and it was learned the incision was enlarged during the replacement procedure. No sutures or vitrectomy were required. No other medical or surgical intervention was required. The patient was doing well when discharged. No additional information was provided to abbott medical optics.